Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, tower door failed. Door unable to open and customer tried to recover but issue remain the same. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the tower door 2 would not open and failed to stay closed. The field service engineer (fse) replaced the latches with new-style latches. Open-and-close testing was performed, and the pharmacy was able to recover successfully. The system functioned as intended after field service engineer repaired the device.